Event description:
The reporter indicated that a 12.6mm vicm5_12.6; -8.00 diopter implantable collamer lens had tore during loading, while the lens was in the cartridge. This occurred on (B)(6) 2024. On (B)(6) 2024 a replacement lens of the same length was implanted and the problem was resolved. The cause of the event was reported as unknown.

Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).